Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the va lcp plate, the surgeon drilled bone through guiding block and quick drill sleeve. Surgeon inserted the va locking screw through the guide block into the distal row styloid hole. Something felt abnormal and surgeon found the screw did not lock into the hole, but went through the hole. Surgeon had to cut the patient and remove the screw from the dorsal side. The procedure was completed. This is 1 of 2 reports for this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The product was received and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The complained va locking screw was forwarded to the responsible product development manager. The result, the screw shows a deformation of screw head thread and drive. This pointed out deformation of the head thread resulted due the contact to the plate thread. We assume that the damage on the drive resulted out of the contact with the screwdriver. No product fault could be detected.